Manufacturer narrative:
A field service engineer (fse) was dispatched who who spoke with customer.the problem is with his ups.the batteries are not holding a charge.customer will contact powervar to obtain new batteries. No further action required by field service. The most probable cause of the reported event was due to a defective external printer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported computer won't power up issue with their aia-1800 analyzer. A field service engineer (fse) was dispatched on 29-apr-2016 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.